Event description:
A customer reported that the system did not recognize the footswitch during a surgical procedure. The system was exchanged to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Manufacturer narrative:
The system was examined and the reported event was replicated. The pcb interface was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The footswitch was manufactured on december 6, 2013. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The system was manufactured on january 26, 2010. Based on qa assessment, the product met specifications at the time of release. The footswitch interface printed circuit board (pcb) was received for evaluation. A visual assessment of the returned sample did not reveal any nonconformity. The footswitch interface pcb was installed on a calibrated system, powered the system on and tested. The system displayed a system message (sm) upon startup. The pcb was inspected and found a component had shorted. The component was removed, and the footswitch interface pcb was installed on a calibrated system, powered the system on and tested. No nonconformities observed. The system met specification. The root cause of the reported event can be attributed to a nonconforming component on the footswitch interface pcb. The manufacturer internal reference number is: (B)(4).